Event description:
It was reported that the physician kept receiving an error message when trying to interrogate the patient's device. The patient left the office without the device being interrogated. The patient later came back to the office where the patient's device was able to be interrogated with another programming system. The issue was narrowed down to the physician's programming system. It was reported that the handheld would not freeze, but that during device interrogation would stop and an error message would be reported. It was later reported that the physician was having difficulty interrogating multiple patient devices. The physician received a new programming system and the handheld and wand were received for analysis. Analysis of the wand was completed on (B)(4) 2014. The battery was not returned; consequently, an analysis of the battery condition could not be performed. The wand¿s performance is directly impacted by the battery¿s condition. The site reported that the battery was replaced and the communication errors continued; it is unknown why the communication errors continued after site battery replacement. After a known good bench battery was installed, passing functional test results verified consistent communication of the wand. Successful, passing electrical test results demonstrated that current consumption rates were within specification, thereby eliminating any possibility of a condition where a battery might be prematurely depleted by the wand circuitry. Continuity testing of the serial data cable and the battery cable passed. After the battery was installed, the programming wand performed according to functional specifications. Analysis of the handheld and flashcard are underway, but have not been completed to date.

Event description:
Analysis of the handheld was completed on 09/24/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 09/24/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.